Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the air bubbles were observed in the infusion set tubing. Subsequently, customer went to the emergency room (ER) due to blood glucose (bg) level of 459 mg/dl and trace ketones. Reportedly, customer was using lyumjev for insulin therapy. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 6 hours later with the issue resolved and no permanent damage.